Event description:
Rubber gasket issue.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 6, 2023.   Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Rubber gasket issue.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. D4 (additional device information - added exp date) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer) h4 (device manufacture date) h6 (identification of evaluation codes 10, 3331, 706, 3259, 25) type of investigation #1: 10 - testing of actual/suspected device type of investigation #2: 3331 - analysis of production records investigation findings #1: 706 - assembly problem identified investigation findings #2: 3259 - improper physical structure investigation conclusions: 25 - cause traced to manufacturing the affected sample was inspected upon receipt to confirm that the silicone o-ring, that is to be within the groove of the neck, was broken. It is possible that the o-ring was not seated properly in the groove during the assembly process and then became damaged when the reservoir was attached. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 823- gasket health effect ¿ impact code: 2645- no patient involvement health effect ¿ clinical code: 4582- no clinical signs, symptoms or conditions medical device problem code: 2292- defective component investigation findings: 3233 - results pending completion of investigation investigation conclusions: 11 - conclusion not yet available

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during set up, the rubber gasket was partially out of its groove and could not be pushed into the correct position and could not be safely used. There was an unknown minutes of delay. No patient involvement. The product was changed out. Procedure was completed successfully.